Event description:
It was reported patient was not able to adjust stimulation. The patient indicated display showed "call your doctor" icon. A power on reset (por) condition occurred. At the time of this report, no further details were reported. Additional information was requested and will be provided when it becomes available.

Manufacturer narrative:
(B)(4).